Event description:
During a mitraclip implant procedure, a pericardial effusion occurred. Initially, after transseptal puncture a pericardial effusion was not detected. However, when preparing the steerable guide catheter the patient became hemodynamically unstable. A transesophageal echocardiogram and transthoracic echocardiogram confirmed a pericardial effusion at the left upper pulmonary vein. A pericardiocentesis was performed and the patient was sent to cardiac surgery. The patient expired. There were no alleged performance issues with any abbott devices. The physician does not allege that the event was device related however does allege the event was caused by transseptal puncture.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.